Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was moderately calcified, mildly tortuous and 90% stenosed. The 3.00 x 15mm nc trek balloon dilatation catheter was advanced to the lesion without issue. During the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed without issue. There was no adverse patient effect or a clinically significant delay in procedure. A non-abbott balloon was used to complete the procedure. No additional information was provided.